Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that an electrical component on the pcb was broken. This was causing the device to be out of specification. The investigator also noted that the front cover was marked and scratched, and the water tank cover was cracked. The investigator subsequently filled the tank with water, attached a temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (unit displaying incorrect temperature) was confirmed during testing. The product problem occurred because of the damaged pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pcb was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that level 1 hotline low flow system (hl-390) was not showing the correct temperature. No patient injury or complications were reported in relation to this event.